Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) leads exhibited unexpected variations in pacing threshold measurements. Additionally, double signals were observed on the rv lead electrogram with evidence of loss of capture (loc) followed by intrinsic conduction. Boston scientific technical services (ts) suggested possible causes and advised additional testing be performed. The observed loc did not result in any instances of asystole greater than 2 seconds or other adverse patient effects. Additional information was later received indicating a revision procedure was performed at which time both leads were surgically abandoned and the device explanted. A new competitor system was then implanted. No adverse patient effects were reported.